Event description:
According to the reporter, the generator was used in laparoscopic liver resection. After outputting several times, regrasp alarm frequently occurred, making it impossible to open and close the jaws smoothly. It did not grasp suture or foreign material, it was reported that but the coagulated tissue was sticking intensely. The sales rep had already informed how to clean and handle the jaws.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.